Event description:
On (B)(6) 2013, the reporter contacted animas indicating that there are tactile/nonresponsive issues with the pump keypad. This issue is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.